Event description:
Pt presented with leaking catheter. Catheter had been leaking since the previous saturday. Catheter was repaired by replacing new extension with the pt exhibiting no ill effects from the incident.